Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of less than 200 ohms. Noise was also present on the lead. In one episode, the noise was oversensed and lead to inappropriate atrial tachycardic pacing. The patient was seen for a lead revision procedure. Initially, the physician was only going to replace the pace/sense portion of the lead but during the procedure, the lead was further damaged leading to shock impedances of greater than 125 ohms. The entire lead was cut and capped. There were no adverse patient effects from the procedure reported.